Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the modular handpiece device and the reported condition that the device had reverse rotation when the forward rotation trigger was pressed was confirmed. The device was visually inspected, and it was found that the device passed visual inspection. It was noted that the investigation was based on the assessment performed on the device and the provided video. The device was disassembled. It was found that that two of the cables were installed in the wrong position. The cables are colored, the bracket is marked which cable needs to be in which position. The blue and brown cables are inverted. If the cables are inverted like this the device will run in the wrong direction. It was further determined that the device failed pretest for check ¿forward¿ and ¿reverse¿ mode function. It was determined that the most probable root cause for the found defect is a confirmed production error. It was determined that the issue has been investigated and addressed in a non-conformance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Event description:
It was reported from japan that during a demonstration of the handpiece device it was observed that the device had reverse rotation when the forward rotation trigger was pressed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.